Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that the anchor of the twinfix ultra broke. It is unknown whether the event happened during surgery, if there was patient involvement, if there was a back-up device available or if there was a delay.

Manufacturer narrative:
H10: h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and shows four devices. Device one, the anchor is fractured. Device two, the distal end of the shaft is deformed. Device three, the distal end of the insertion device is twisted apart. Device four, the distal end of the insertion device is twisted apart. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force or torsion to the device. No containment or corrective actions are recommended at this time.